Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as moderate angulation of the aortic neck. At the 1 month follow-up there was a type 1 endoleak. It was reported that at the time of implant the stent graft most likely was implanted lower than intended. The physician elected to place a talent aortic cuff and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondaryl intervention): evaluation results: (endoleak), (moderate angulation of the aortic neck). Conclusions: (moderate angulation of the aortic neck).